Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The pt reported, she was experienced elevated blood glucose of approximately 482 mg/dl 3 times in the past 12 months. She stated she bolused through the infusion device and e4 (occlusion) error was displayed. She changed the infusion set and bolused without error. She believes the infusion device does not properly display the e4 error. Her normal blood glucose range is 90-110 mg/dl. No further information is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.